Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to distal conductor distortion in connector due to over-rotation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure for two implantable pacing lead (ipl), physician attempt to place the ipl in the right ventricle and encountered problems with the tip mechanism. The ipls was removed and replaced with a different lead. No patient complications have been reported as a result of this event.